Event description:
It was reported that during loading of a patient onto the cot, the cot dropped to the ground injuring a paramedic who attempted to stop the cot from dropping. The patient was not injured. It is alleged that the paramedic operating the cot when it dropped has injured their back and required therapy.

Manufacturer narrative:
The device was evaluated by a certified service partner.

Event description:
It was reported that during loading of a patient onto the cot, the cot dropped to the ground injuring a paramedic who attempted to stop the cot from dropping. The patient was not injured. It is alleged that the paramedic operating the cot when it dropped has injured their back and required therapy.